Event description:
During a saphenous vein harvesting procedure, the tip of the dissector detached. No patient injury or complications occurred. It's unknown if the alleged failure occurred while the device was inside the patient.